Event description:
On (B)(6) 2011, the patient's mother contacted animas alleging that the iob (insulin on board) feature on the insulin pump was not working. On an unspecified date at 5:30pm, the patient was given a bolus of 7.8 units of insulin. There were no other additional boluses given between 5:30-10:30pm the same night. When the patient's mother checked the pump before the patient went to bed, the iob was 7.79 units, which was a 0.01 decrease from the 5:30pm bolus amount. At 10:15pm, the patient's bg reportedly was hi on the patient's meter, which indicated a blood glucose over 600 mg/dl, and 426 mg/dl on a backup meter. As a result of the iob function concern, the patient was taken off the pump and started a back-up plan. The animas representative reviewed the pump settings with the reporter and confirmed that the date/time, basal settings, insulin to carbohydrates ratio, insulin sensitivity factor, and bg targets are correct. This complaint is being reported because the patient allegedly developed bg over 600 mg/dl after noticing that the iob calculation reportedly only decreased 0.01 unit after 4 hours.

Manufacturer narrative:
Device evaluation: on (B)(6) 2012, animas completed device evaluation with the returned insulin pump. Investigation revealed the following: the pump's history indicates that on (B)(6) 2011 at 5:10pm, the pump delivered 6 units normal bolus. The pump delivered the programmed basal until 9:26pm, when the pump's time was manually reset to 6:28pm and programmed 7.8 units ezcarb bolus. Thereafter, the pump's time was manually reset again to 10:34pm. The pump delivered programmed basal until 11:17pm, when time was manually reset to 10:10pm. After delivering the programmed basal until 11:17pm, the time was manually reset to 10:19pm. After delivering programmed basal, the time was again manually reset from 11:10 pm to 11:18pm. Pump continually delivered programmed basal until end of pump use at 11:45 pm. During investigation, pump boots up to 'verify' screen with functional auditory and vibratory warnings. During investigation, pump delivers programmed bolus with accurate bolus and iob reading post bolus. Iob accurately depletes to zero 4hrs post bolus. In conclusion, animas did not find any defects with the insulin pump during investigation.